Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level with diabetic ketoacidosis at (B)(6) 2019. The customer¿s blood glucose level was over 600 mg/dl at the time of incident. Customer was treated with intravenous. During hospitalization. Customer experienced symptoms such as nausea, breathing difficulty and vomiting. Customer was alleging that the insulin pump was over delivering. The insulin pump will be returned for analysis.